Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Was reported that the customer received multiple cartridge alarms (alarm 30) with multiple cartridges during basal delivery. Blood glucose was not impacted. Reportedly, the customer had manual injections available for alternate insulin therapy.